Manufacturer narrative:
No sample was returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The complaint was confirmed as a user related issue. The instructions for use state the following: "catheter is x-ray opaque." (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that due to incorrect suctioning practices, the patient has experienced carinal damage from the catheter. The facility states that if the catheter had graduated markings on it they could limit the damage caused to a patient's carina. The facility states that they would like the catheter to either have centimeter markings or a paper ruler on the packaging. Since the catheters are not labeled with depth, it is hard to estimate the proper depth to suction. People accidentally suction too deeply and cause trauma to the carina of the lungs. The facility states that it was a minor injury.